Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.55 mm. The grips were not found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user. Intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like the grip tang is dislodged from its normal position. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations are required for the image review. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the abnormalities noted with the instrument was the jaws would not open so tried to retrieve from the anatomy. The jaws were not stuck on tissue when the issue occurred and were not stuck closed on tissue. The instrument and cannula were removed together. The port incision was not increased in order to remove the instrument and cannula together. There was no unexpected tissue removal or no additional tissue removal. The instrument's batch sequence number was provided. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that the force bipolar instrument's jaws would not open and they were unable to remove it from the cannula. The user was instructed to move the sterile adapter manually and was able to remove the instrument successfully. The instrument was replaced with a backup. Following this, the user continued with the procedure without further issues. No known impact or patient consequence was reported. A procedure delay was reported.